Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: I have a new pump inquired what led up to the complaint. Customer response: customer was sleeping; customer's outcome pertaining to the complaint: customer was able to bring her bgs up asst with resuming her pump; advised of website additional notes: current bg is 53; advised to treat with carbs or glucose tablets; customer thinks that she over bloused for dinner; ship: nothing / return: nothing.